Event description:
It was reported to covidien on (B)(4) 2014 that the customer had an issue with a dialysis catheter. The customer states that there was a blood leak from the venous lumen (above the clamp). Catheter had been inserted on (B)(6) 2014 and removed (B)(6) 2014 new catheter was inserted. No patient injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.